Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned to edwards lifesciences for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to frame damage. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and the crimped valve was observed exposed through the sheath. One strut was noted to be slightly bent outward at the inflow. One strut was bent at the inflow and protruded through the sheath shaft during the procedure. The patient's access vessel had presence of calcification and tortuosity. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in the control phase. The frame damage was confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr case the patient had heavily calcified access vessels, so a shockwave procedure was performed first in the common iliac. Next, the esheath was inserted without difficulty. Then a 26mm sapien 3 ultra valve was inserted and apparently hit a chunk of calcium while it was still inside the sheath. On x-ray it was observed that a distal stent strut was bent outward at approximately a 20 degree angle. The operator was unable to advance the valve any further in the sheath, so they removed the system and discarded it'. Per imagery evaluation, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, it can lead to high push force or resistance. It is possible that excessive force is applied to overcome the resistance, and it leads to the valve strut caught and torn the sheath during the delivery insertion through the sheath and resulted in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-02681. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the patient had heavily calcified access vessels, and a shockwave procedure was performed first in the common iliac. Next, the esheath was inserted without difficulty. Then a 26mm sapien 3 ultra valve was inserted and apparently hit a chunk of calcium while it was still inside the sheath. On x-ray it was observed that a distal stent strut was bent outward at approximately a 20 degree angle. The operator was unable to advance the valve any further in the sheath, so they removed the system and discarded it. A new esheath was inserted and a new delivery system with valve were inserted and implanted. There was no patient injury reported and the patient was stable. The valve and delivery system became stuck in the sheath approximately 2/3 through the sheath. The insertion angle was not overly steep. The devices are not available for evaluation.